Event description:
Customer reported generation of false low patient results for 135 (one hundred thirty-five) sodium (na), potassium (k), and chloride (cl) samples involving their dxc 600i clinical chemistry system. The erroneous results were reported out and later amended. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse evaluated the calibration reports. The fse suspected contamination issue and multiple hardware malfunctioned. The fse performed maintenance on the ise (ion selective electrode) flowcell, replaced ise tubing, ise reagent straw, flow cell, ise preamp board, and carbon bridge to resolve the issue. The failure mode is determined to be hardware. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is (B)(4).